Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding unexpected hematocrit (hct) result of 22 on a neonate using an I-stat cg8+ cartridge. The physician administered 7ml of blood based on the I-stat result of 22 and stopped the transfusion when the lab reported a result of 50. Method: I-stat, date: (B)(6) 2012, time: 17:54, hct: 22. Method: lab, date: (B)(6) 2012, time: 18:03, hct: 40. Method: lab, date: (B)(6) 2012, time: 08:30, hct: 39.5 (post transfusion). Method: I-stat, date: (B)(6) 2012, time: 08:30, hct: 45 (post transfusion). Note: post transfusion data was received on (B)(6) 2012. Post transfusion results are consistent post transfusion and the lab value is less than the pre-transfusion. The exact amount of the transfusion was received by the patient in unknown. Apoc is unable to ascertain if the transfusion was necessary. At this time there is no reason to believe a malfunction exists based on the information received.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2012. No deficiency was identified and the cartridges are functioning according to specification.

Manufacturer narrative:
Apoc incident #(B)(4).